Manufacturer narrative:
The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. A lot number was not provided therefore; a device history record review could not be performed .

Event description:
It was reported that "it was difficult to insert the dilator because the taper was insufficient. The insertion site was enlarged by a scalpel, but it caused bleeding and the insertion procedure was discontinued." It was confirmed with the sales rep that the amount of bleeding was not reported, but it exceeded the normal amount of bleeding during insertion, so that the customer could not continue the procedure. It was also not reported whether the kit was replaced or other device was inserted from a new insertion site. Device will not be returned due to infection. No patient injury was reported.